Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have low blood glucose of 19 mg/dl and the ambulance was called. Customer's blood glucose at time of call was 54 mg/dl. During troubleshooting, customer mentioned the device had been exposed to MRI. Customer was advised to monitor the device. Customer will not be returning the device for analysis.